Manufacturer narrative:
(B)(4). A baxter representative made an on site visit to (B)(6). The representative found that in many cases the nurses were incorrectly cleaning the pumps. The representative provided verbal and written, instructions and recommendations to housekeeping and the nurses on how to handle and clean the pumps, along with recommended cleaners.

Event description:
It was reported that pumps were alarming for system error 322. The errors were found to be occurring in the intensive care unit when using vaso-active drugs.